Event description:
Per medwatch: the pt was taken to the operating room for repair of a malfunctioning heart valve. The valve was repositioned, but it was still malfunctioning at the completion of the procedure. The pt was reopened and the valve was removed and replaced. The new valve functioned better, but the pt continued to do poorly. An iabp was inserted, but the pt expired.